Manufacturer narrative:
(B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that on (B)(6) 2015, the patient underwent spinal surgery using spinal fixation system . During surgery, tab part of the driver keeping fragment of set screw was broken. The tab was on the handle side of the driver. The fragments were taken out with obturator after break off. The product came in contact with the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional information: product analysis :visual review confirms distal tab broken off on the shaft. Optical examination of the fracture reveals a fairly brittle fracture surface with no indication of fatigue. The morphology of the fracture suggests the possible direction of propagation, with evidence of a shear lip on the interior side of the tab. The above observations are consistent with bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.